Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there were broken lid/caps. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "bd vacutainer did not fit into the holder due to uncut material on the cap."

Manufacturer narrative:
H6: investigation summary bd received one sample and one photo for investigation. The photo and sample were reviewed and the indicated failure mode for damaged cap was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues. This complaint has been confirmed for the indicated failure mode damaged cap. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there were broken lid/caps. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "bd vacutainer did not fit into the holder due to uncut material on the cap."